Manufacturer narrative:
The controller con092730 was returned to heartware on 01/28/2015. The instructions for use and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The controller failed external visual inspection as result of a bent pin on port 1. The damage prevented battery from making a proper connection. The reported event was confirmed via visual inspection. The confirmed malfunction is related to the reported event. The most likely root cause of the failure is a forced connection, which likely contributed to the event. Heartware has opened an internal investigation to evaluate these types of issues. (B)(4). Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the perfusionist that the patient's controller has bent pins on the battery connection (data port side of the controller). Controller exchanged with effects on patient. No other information reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A supplemental report will be submitted when the manufacturer's investigation has been completed.